Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was moderately calcified, mildly tortuous, in-stent restenosis of the mid to distal lad (left anterior descending) measuring 2.8x45mm with 95% stenosis. Treatment consisted of predilation, placement of two overlapping taxus liberte stents (2.75x16mm and 2.75x32mm) resulting in 10% residual stenosis. Balloon withdrawal resistance of the 2.75x16mm taxus liberte stent delivery balloon was reported. There were no reported patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis